Event description:
It was reported that the display was blank and the insulin pump had been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.